Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device has been received at headquarters. As per device explant report form, the reason for explantation is that the patient suffered of pneumococcal meningitis and cerebrospinal fluid leak through cochleostomy (gusher). Patient has been re-implanted. Additional information has been asked.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the received information, the patient experienced meningitis and cerebrospinal fluid leakage through cochleostomy (gusher). Therefore, the patient was re-implanted. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No available information points to the implant being the source of infection. Damage found during investigation is most likely related to the removal surgery. This is a final report.

Event description:
The device was explanted as the patient suffered from pneumococcal meningitis with csf leak through cochleostomy (gusher). The patient has been re-implanted. Despite requests no further information has been received.